Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, the implantable cardioverter defibrillator exhibited post-sensed t-wave oversensing. No device intervention was performed but programming changes were discussed. Patient was stable.

Event description:
New information received notes that programming changes were made and resolved the t-wave oversensing. The patient has been stable since the intervention.